Manufacturer narrative:
Device evaluation summary: device involved in (B)(6) 2014 event: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The monitor and electrode belt were fully functional and able to detect and treat. Device involved in (B)(6) 2014 event: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date and usage of device: monitor (B)(4): reuse; electrode belt (B)(4): 01/2014 - reuse; monitor (B)(4): 02/2014 - initial use; electrode belt (B)(4): 07/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A skilled nursing facility notified zoll that a (B)(6) male patient passed away. The nurse at the facility questioned why the device did not treat the patient and asked if the device would treat bradycardia. Bradycardia is considered a non-treatable rhythm. In addition, review of the events surrounding the patient's death indicates that the patient experienced an inappropriate defibrillation event consisting of eleven shocks on (B)(6) 2014. CPR artifact contributed to the false detections. The device delivered low energy pulses due to the electrodes being out of contact with the skin during CPR efforts. It was also reported that the patient received a treatment on (B)(6) 2014. It was reported that the patient was sleeping at the time of the event. In addition, the patient reportedly was unable to press the response buttons during normal use so the nursing staff would press the response buttons when he was awake. The physician was to make a decision for continued lifevest use. Review of the downloaded data indicates that the patient received three shocks during the event. Motion artifact contributed to the false detections. The response buttons were not pressed during the event.